Event description:
The customer obtained falsely high throponin I results on a plasma sample from one patient. Elevated results of this magnitude might initiate a cardiac catheterization. There was no report of patient harm as a result of this event.